Manufacturer narrative:
Results: the returned ace68 was kinked at approximately 132.0 cm from the hub. The total length of the ace68 is approximately 132.5 cm. Conclusions: evaluation of the returned ace68 revealed a kinked device. The total length of the device was measured and was within specification. If the top of the packaging tray is not removed entirely during removal of the ace68, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Upon removal of a penumbra system ace 68 reperfusion catheter (ace68) from the packaging, the hospital staff found that the ace68 tip had become stretched. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure.